Manufacturer narrative:
The returned final screwdriver shaft ii was evaluated and confirmed for tip fracture. A possible cause for this event is the application of off-axis forces or improper seating of the driver with the blockers during torquing. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a final driver fractured off during surgery. The tip was retrieved and there were no reported patient impacts.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver fractured off during surgery. The tip was retrieved and there were no reported patient impacts.